Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated insulin pump start flashing and white screen. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated display was did not return after insulin pump restart. Customer stated the insulin pump was exposed to moisture recently. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. The lcd screen also has some cracks in it. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails, missing serial number label, cracked keypad overlay.